Event description:
It was reported that the lead was demonstrating electrical malfunction. Insulation abrasion was observed via fluoroscopy. During the extraction procedure an injury to the ra/svc junction was noted. Several attempts were made to treat the issue however, the patient expired soon after.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.